Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 11feb2020 stating, "brush stuck/broken in channel", involving pentax medical video upper g.i.scope, model eg-2990i, serial number (B)(4). The customer owned video gastroscope was received by pentax medical for evaluation on 19-feb-2020. Service repair confirmed the accessory stuck in primary operation channel on 21-feb-2020. The video gastroscope was repaired including the following components and approved by final qc on 08-apr-2020: o-rings and seals, operation channel, adjusting collar, bending rubber, insertion flex tube, air/water supply tube lg, jet supply tube lg, segment staycoil assy pb-free, remote control button. The video gastroscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4). On 14-may-2020, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 21-aug-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2013. Pentax medical video gastroscope, model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 09-oct-2013.